Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2008. This date should be (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015. Information redacted from initial MDR, submitted in error. The original date of awareness was reported as (B)(6) 2008. This date should be (B)(6) 2015. Updated reflect the analysis documented in MDR follow-up report 2021710-2015-00373-001

Manufacturer narrative:
(B)(4). A replacement gas delivery engine was shipped to the customer. The alleged faulty gas delivery engine was returned to carefusion on 02/16/2015, and is awaiting eval. Once evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde. After the gde was installed onto gde test fixture and powered on, no vent-inop condition nor was an ifs reference voltage fault error found. The delivered volumes were so low that the est test failed the leak test and was isolated to the inspiratory flow sensor assembly. The ifs reference voltage fault was not reproduced after cycling for 30 minutes and cycling the power min of 20 cycles. Findings/root-cause: volumes issue isolated to the inspiratory flow sensor. Ifs reference voltage fault was not reproduced.

Event description:
Carefusion technical support received a call from a biomed at one of our user facilities requesting a replacement gas delivery engine. The biomed stated that "during pre-use check/preventative maintenance the inspiratory flow sensor reference voltage was noted in the error log multiple times". He also stated that the deliver volumes were out of specification. No pt involvement.